Manufacturer narrative:
Examination of the returned device confirms the reported event of device damage. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Chipping of the shim. X-ray did not show any fragments. There is low probability of fragments remaining intracorporeally, however follow-up observation shall be performed for the time being. There was no adverse consequence to the patient.